Event description:
It was reported that when the device was checked five days post implant, it was not pacing or sensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. We also received performance data collected from the device and have analyzed the data. The save to disk found no anomalies.